Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. Heli-fx endoanchors were implanted prophylactically. It was reported that during the index procedure on final angiogram, a type ia endoleak was observed. A CT was performed 11 days later and the type ia endoleak was still present along with stent infolding seen at the neck. As per the physician the cause of the event is a device failure. No additional clinical sequelae were provided and the patient will be monitored.